Event description:
It was reported that the procedure was to treat a totally occluded lesion in the proximal, mid and distal area of the right coronary artery with mild calcification. Dilatation was performed with a 1.2 x 6 trek balloon. Further dilatation was then performed with the 2.0 x 12 mini trek; however, the balloon ruptured during the first inflation of 10 atmospheres (atm), for 20 seconds. A 2.0 x 15 mm trek balloon was advanced and inflated. Next, the 2.75 x 15 mm trek balloon was advanced, but during advancement, the proximal shaft became kinked, so it was removed and a 2.5 x 15 trek balloon was used to continue dilatation. Three xience v stents were implanted to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon material ruptures can be affected by numerous factors such as balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, lesion calcification and tortuosity, a previously implanted stent or insufficient preparation prior to use. Additional information was requested from the account to verify if the device was prepared according to the instructions for use and the account stated that it is not known if the balloon was soaked prior to use, but it was prepared outside the body. As there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to the procedure. Additionally, the lesion was mildly calcified and 100% stenosed, which may have contributed to the reported complaint. It is possible that the balloon interacted with the calcified and stenosed lesion upon inflation attempt, such that it became damaged (scratched) and ruptured as a result; however, this cannot be confirmed. Based on the information provided and without the product to examine, a definitive cause for the reported rupture cannot be determined. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material records with this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for balloon ruptures from this lot. There is no indication of a product quality deficiency.